Event description:
During intubation, the suction tip was broken - manufacturing defect with cracked side that sucked patient tissue of lip into crack causing damage, tearing and required prying the plastic open to get the tissue out.